Event description:
The customer reported that while running an hvc, summit sample handler did not pipette diluent into well position b1 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. Info became available on 12/15/1999 that made this event MDR reportable.